Event description:
Consumer reported upon attempting to remove a tampon, the string was missing. She was unsuccessful at manually removing the pledget from her vaginal cavity. She had it removed by a doctor at an urgent care. She reported that it was painful to urinate after removal and she experienced soreness but she has improved. She did not take any medication and does not have any medical follow-ups planned. She reported that she is fine.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.